Event description:
Patient presented with a multi-fenestrated septal defect. After confirming wire position in the most central defect, a sizing balloon was used to measure the defect. A 14mm amplatzer septal occluder (aso) was selected and deployed using an 8f amplatzer torqvue delivery system (dtv). Positioning was confirmed in multiple views using echo and a push-pull test was performed to ensure stability prior to release of the aso. The aso completely occluded the defect including the majority of a superior defect. An inferior defect was only partially occluded and angiography confirmed a significant residual defect. A 4mm aso was then selected and deployed but not released due to residual flow between the two devices and mild obstruction of the ivc. Based upon patient anatomy, it was decided to percutaneously remove the 14mm aso using a 10mm gooseneck snare, a 10mm amplatzer delivery system sheath and a jb1 catheter. Following successful removal of the aso, the patient was referred for surgical closure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The 14mm aso was returned to sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the aso met all dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.